Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pulse generator in association with the non-bsc left ventricular (lv) lead did exhibit a lead safety switch (lss), resulting from out-of-range impedance measurements. The boston scientific technical services consultant had the caller reset the lss and test both unipolar and bipolar. In unipolar, the measurement was 280 and in bipolar, it was 260. No noise was reported and thresholds were within normal limits. There was no intrinsic amplitude because the patient was ap vp at 30. The technical services consultant planned to inquire with boston scientific medical records in regards to the lack of documentation on the acute non-bsc lead. The boston scientific local area sales representative was going to discuss all further with the following physician.

Event description:
Approximately one year after the above event was reported, additional information has been received that suggest that the lead involved in the above issue was a competitor's right atrial (ra) lead, and not an left ventricular (lv) lead as previous reported. From available information the patient never has had an lv lead implanted. A recent lead revision procedure was performed where the competitor's ra lead was explanted due to elevated thresholds and fluctuating impedances, some which were less than 100 ohms. The physician successfully implanted a new ra lead. It was also noted that this dual chamber pacemaker was explanted as it was nearing elective replacement time (ert). No adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. High power visual inspection of the header noted that all seal plugs and ma (medical adhesive) were intact. The header was solidly attached to the pacemaker case. There were seal ring marks in both lead barrels that indicated the leads were fully inserted. The lead impedance test function was evaluated at various resistance values. All measured values were within the tolerance of the circuit. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The field allegation was not able to be confirmed.